Event description:
It was observed that during the evaluation, the bronchofiberscope exhibited that the forceps channel port has a dent. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the forceps channel port has a dent. Based on the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.